Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.¿ no conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-aug-2019 with the following findings: a review of the pump black box showed pump reboots on (B)(6)2019 at 22:14. Deliveries were not resumed after reboot. A visual inspection of the pump revealed the battery compartment was cracked. The battery cap was not returned. A test battery cap was unable to fully secure and continued to turn without fully securing. The cap was able to tighten enough to maintain electrical connection for duration and delivery testing; power loss was not duplicated with test cap. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.